Event description:
The device was implanted on an unspecified date. The pt developed candida sepsis. The port was removed on 6/18/97. The pt returned to the hospital on 7/2/97 in cardiac arrest and expired. Reportedly, the catheter migrated to the pt's heart. Co is attempting to obtain add'l info concerning this event.